Manufacturer narrative:
To date, this device remains implanted and in service; therefore physical analysis is unable to be conducted. Without laboratory analysis, it is not possible to definitively determine how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. Update: at this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued.

Event description:
It was reported that the battery of this device appeared to be depleting prematurely. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Information received indicates this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, this device remains implanted and in service; therefore physical analysis is unable to be conducted. Without laboratory analysis, it is not possible to definitively determine how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Information from the field indicates this device remains implanted and the patient is being closely monitored via the latitude remote patient monitoring system. There are no current plans to surgically intervene at this time.

Manufacturer narrative:
To date, this device remains implanted and in service; therefore physical analysis is unable to be conducted. Without laboratory analysis, it is not possible to definitively determine how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. Update: at this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that the battery of this device appeared to be depleting prematurely. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Information received indicates this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.